Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery not holding a charge was confirmed. The sr8 was received at the service depot with software version 2.2.0. The sr8 booted to a battery health warning. The sr8 only charged to 93% and shut down pre-maturely when not connected to ac power. The root cause is due to an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
System to shut down abruptly when unplugged from ac power.